Manufacturer narrative:
Citation: arnaz a, et al. Transcatheter closure of left ventricular pseudoaneurysm after mitral valve replacement. Ann thorac surg. 2020 aug;110(2):e123-e125. Doi: 10.1016/j.athoracsur.2019.12.019. Epub 2020 jan 24. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6) year-old female patient with severe rheumatic mitral stenosis who underwent mitral valve replacement with a 27 mm medtronic ats mechanical valve (unique device identifier number not provided). Two months later, transthoracic echocardiography (tte) exhibited a normally functioning prosthetic mitral valve and an abnormal sac on the posteromedial wall of the left ventricle (lv). Contrast-enhanced computed tomography (CT) revealed a pseudoaneurysm (27 x 14 x 15 mm, with its neck measuring 5 mm in diameter) originating from the posteromedial wall of the lv directly below the prosthetic mitral valve. The authors decided on a conservative approach with close follow-up, owing to the high mortality and morbidity risks associated with surgical repair and the small size of the sac. One month later, the patient presented with new-onset dyspneaand chest pain. Tte and angiography showed enlargement of the pseudoaneurysm (75 x 50 x 30 mm). Subsequently, the authors decided to perform transcatheter closure and successfully implanted a vascular plug device into the pseudoaneurysm neck. The patient was extubated the following day, and then discharged four days later. CT performed 2.5 years after transcatheter closure revealed the pseudoaneurysm had reduced in diameter from 75 to 40 mm. The patient has been followed for 3.5 years and has been asymptomatic. No additional adverse patient effects or product performance issues were reported.